Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia and excision of mesh on (B)(6) 2012 due to small bowel and omental adhesions. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/27/2022. Additional b5 narrative: it was reported that the patient experienced pain.

Manufacturer narrative:
Date sent to the FDA: 02/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.